Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation.

Event description:
Revised a tka from (B)(6) 2006. The surgeon does not fault the devices.